Manufacturer narrative:
Report date: 5feb2019. Date rec'd by MFR: 29jan2019. The fse replaced the nut from the tray cover, top cover, bottom foot assembly and added a new foot to the device. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that nuts from the unit's base assembly dislodged. It is unknown if the device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.